Manufacturer narrative:
The product investigation could not identify a root cause for the reported complaint. The product was not returned. All intraocular lenses (iols) are terminally sterilized with 100% ethylene oxide sterilization. Company hwv uses an overkill sterilization approach, which greatly exceeds the minimum requirements for sterility. Critical parameters for sterilization cycles are recorded and retained for every sterilization load to demonstrate that the acceptance criteria for the sterilization process are met. Information was provided that reporting site is not blaming lens, source of issue is not known. No further information has been provided. File will be reopened if new information is received. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that after intraocular lens (iol) implantation, patient had fungal endophthalmitis. The culture was positive for purpureocillium liacinum.